Event description:
Information was received regarding a cadd legacy 1 pump. It was reported the device gave high pressure alarms. There was no patient, or clinician injury associated with this occurrence. It occurred during testing. No further details provided at this time.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. No problems or issues were identified during this device history review. A product sample was received for evaluation. Visual inspection showed the sample was in good condition. During functional check, the reported complaint was duplicated during the investigation. The device was powered up and had a constant high pressure alarm, replace circuit board. Replace downstream sensor. The back-up capacitor was also tested. The device passed the test and alarmed for longer than the required 2 minutes and 30 seconds. However, the root cause was the circuit board and downstream sensor; they were replaced.